Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient representative reporting that they had been having problems charging the ins ¿for about 1 to 1.5 weeks¿ (B)(6) 2020). They stated that the patient was getting the adjust antenna on the recharger and poor communication screen on the patient programmer. Patient services walked the caller through using the antenna locate feature (al), where they were getting a high number of 94 to 96. The caller started a charging session and got an informational por. They stated that the patient was currently charging the ins. They stated that the ins was completely depleted, and they were currently charging the first quarter. They stated that they would continue to charge the ins and would call back if they needed additional assistance. The patient rep called back the next day stating that they had charged the ins, but they were still seeing the ¿call your doctor por¿ message. Patient services reviewed with the caller that they could only bypass the por screen with the recharger, but needed to clear it with the patient programmer (pp). Patient services walked the caller through clearing the informational por with the pp and turned the stimulation on. It was also noted that their implant battery was getting low as in the past their cord (desktop charger) broke and they had to wait for the replacement ((B)(4)). No further complications were reported/anticipated.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding the patient. The caller reported that the patient started seeing a power on reset (por) message about a week ago. The caller confirmed that the implantable neurostimulator (ins) was not in overdischarge or been around any high sources of electromagnetic interference. Patient services was able to assist the caller with clearing the por. No further complications or patient symptoms were reported or anticipated.